Manufacturer narrative:
Samples received: none. Analysis and results: according to the information received, the possible batches involved in this case are: 115352, 115383, 114453 and 114492. (B)(4) units of the above mentioned batches were manufactured and distributed in the market, there are no units in stock. There are no previous complaints of any of the four batches. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: south korea. It takes too much strength to remove the needle from the suture. Because the needle is too tightly attached, the surgeons sometimes have to use scissors for the removal.